Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used and contaminated sample was provided for further evaluation. The protective cap and capillary hub were not returned for investigation. The manufacturer evaluated their production processes and were unable to identify a process that would create this defect. The returned sample was checked, and no dent mark or abnormality were observed from the cannula surface of all cannula orientation and no damage or deformation observed on safety clip during investigation. Simulation was carried out by manual assembled the returned cannula with catheter hub and withdrawing the returned sample. The safety clip of complaint cannula sample was able to engage successfully and completely cover cannula tip. The reported incident was unable to be confirmed. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number#: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reported incident: the safety, although engaged, did not slide all the way down to the end of the needle. Thus leaving the tip of the needle exposed. No injury reported.